Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis : lumbar degenerative procedure: lumbar internal fixation it was reported that intra-op, set screw was slipped during the operation. The product came in contact with the patient. No patient symptoms or complication were reported as result of this event.